Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore, the date of manufacture cannot be determined. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially contacted adc customer service on (B)(6) 2015 to report her adc blood glucose meter had stopped working. Customer called again on (B)(6) 2015 to report she had not yet received her replacement meter. While on the call, customer reported that on (B)(6) 2015 at 10:00 am she experienced a "headache, sweating and vomiting", but because she didn't have a meter she could not test. Customer self-presented to a healthcare provider, was diagnosed with hyperglycemia and was treated with an unspecified oral pill, "to down the level of diabetes." There was no report of death or permanent injury associated with this event.